Manufacturer narrative:
Additional system component being reported for this event: battery- (B)(4). Cac adapter- (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined.  It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors."   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced "critical battery" alarm with all equipment on port one of the controller. After discussion with the manufacturer engineer and preliminary log file analysis, all the patient's equipment was changed without consequence to the patient.

Manufacturer narrative:
Additional system component being reported for this event: batteries: (B)(4), catalog # 1650de, MFR date 09-11-2015, expiration date: 09-30-2016 UDI # (B)(4). (B)(4), catalog # 1650de, MFR date 04-22-2015, expiration date: 04-30-2016, UDI # (B)(4). (B)(4), catalog # 1650de, MFR date 09-16-2015, expiration date: 09-30-2016, UDI # (B)(4). (B)(4), catalog # 1650de, MFR date 09-11-2015, expiration date: 09-30-2016, UDI # (B)(4). (B)(4), catalog # 1650de, MFR date 04-16-2015, expiration date: 04-30-2016, UDI # (B)(4). (B)(4), catalog # 1650de, MFR date 04-27-2015, expiration date: 04-30-2016, UDI # (B)(4). Method: visual inspection; analysis of data log(s); interoperability. Results: no failure detected. Conclusion: no failure detected, device operated within specification; (B)(4). Controller ac adapter: (B)(4); catalog # 1430de, MFR date: 02-28-2015. Method: visual inspection; interoperability evaluation; actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of (B)(4)'s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms logged with an incorrect data stamp and no battery capacity, ID, or cycle count. Internal inspection of the controller revealed a damaged diode on the communication line pertaining to power port 1. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. Analysis of (B)(4) revealed that the device failed functional testing as it was unable to communicate with external batteries on power port 1. The controller would still accept power from a controller cac adapter. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a misalignment of the cac adapter on power port 1 of the controller, causing a voltage spike on the communication pin of the connector. Analysis of (B)(4) revealed that the devices passed visual examination and functional testing. No failure was detected for these devices. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.